Event description:
It was reported that the patients ipg was non-functional. The patient underwent an ipg replacement procedure. The explanted ipg will not be returned as it was discarded by the medical facility.

Manufacturer narrative:
Date of event: approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the patients ipg was non-functional. The patient underwent an ipg replacement procedure. The explanted ipg will not be returned as it was discarded by the medical facility. Additional information was received that the ipg depletion was due to patient using too much energy for a prime ipg. The patient was doing well postoperatively.